Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional reported "valve strap edges leak". Device has been explanted.

Event description:
Healthcare professional reported right side ¿deflation.¿ additionally, healthcare professional reported "valve strap edges leak". Device has been explanted and replaced.

Manufacturer narrative:
Additional/changed and/or corrected data. Device evaluation: visual analysis of the returned device identified three curved openings, a wear abrasion and some fold creases. A leak test and microscopic analysis was performed which identified one sharp opening and two striated openings. A fill inspection was performed which identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Two openings striated in the side posterior assessed as surgical damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side ¿deflation.¿ the device remains implanted.